Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to the pancreas to treat pancreatic fluid collections during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, the first flange was deployed successfully; however, the second flange could not be deployed despite multiple attempts to manipulate the catheter control hub and the stent deployment hub. The physician unlocked the catheter control hub and the stent deployment hub, manipulating them individually. They did the step back and turn to the right. Additionally, the physician tried to insufflate to increase pressure on the lumen to help deploy the second flange, but there was no success. Despite these efforts, the procedure was completed by replacing and using another of the same device. There were no patients complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.